Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient complained of increased hip pain. A catheter dye study (cds) was ordered to check for system integrity. The patient was in for a routine pump fill and when trying to fill, it was noted that the pump was reversed/flipped in the pocket. The patient was able to flip the pump back to original position and fill as normal. On (B)(6) 2019 the cds failed as the catheter was seen dislodged from the pump under fluoroscopy. On (B)(6) 2019 the pump and catheter were repositioned. The same pump was implanted into the pocket and sutured down. Surgical observation noted the pump fascia surrounding the pump pocket was quite loose. Surgical observation/catheter observation confirmed the catheter was in good shape. There was free flow of cerebral spinal fluid (csf) and a myelogram showed the tip at t11 and good spread of contrast/catheter working normally and in a good position in the intrathecal space. The same catheter was re-attached to the pump. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter dislodgement and pump inversion. The clinical diagnosis was increased hip pain and pump flipped. The patient's weight was (B)(6). The etiology of the event (catheter dislodgement) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The etiology of the event (pump inversion) indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 29-jul-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-may-29 regarding a patient receiving hydromorphone (7.5mg/ml at 0.6638mg/day), fentanyl (750.0mcg/ml at 66.38mcg/day), and bupivacaine (19.2mg/ml at 1.699mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and complex regional pain syndrome type 1. The patient's list of active problems included essential hypertension, reflex sympathetic dystrophy (rsd) lower limb, advance care planning (acp), status post (s/p) knee replacement, moderate chronic obstructive pulmonary disease (copd), former smoker, opioid dependence, chronic pain syndrome, and a wound on the left ankle. The patient's surgical history included open reduction and internal fixation (orif) of the left leg on (B)(6) 2008, right total knee arthroplasty (tka) on (B)(6) 2010, tendon replacement in both legs on an unspecified date, a diagnostic hysteroscopy on an unspecified date, and nerve extractions in the left leg on an unspecified date. It was reported that the patient's pump catheter malfunctioned and their pain control was not optimal. A revision was scheduled for next week (relative to (B)(6) 2019). The patient had not had any fevers nor any symptoms from their atrial fibrillation. The patient would be holding their eliquis as per instructions from their pain clinic specialist. A catheter dye study (cds) was performed in (B)(6) 2019 which failed due to tissue in the sutureless connector. Surgery occurred on (B)(6) 2019 and images received confirmed tissue present in the sutureless connector. The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.